Event description:
The surgeon reported that on 05/15/1998, he performed an enucleation procedure using preformed ocu-guard supple as the orbital implant wrap to treat the pt for a blind, painful eye. On 06/19/1998, the pt presented with exposure of the hydroxyapetite orbital implant, which the preformed ocu-guard supple is used to cover. On 10/22/1998, the surgeon reclosed tenon's capsule and conjunctiva over the hydroxyapetite orbital implant where it was exposed. The same reclosure procedure was performed on 11/02/1998. On 11/11/1998, the surgeon removed the preformed ocu-guard supple orbital wrap and the implant. The surgeon does not know if the preformed ocu-guard supple contributed to the complication that his pt experienced. The pt is currently doing well after replacement with an acrylic sphere.